Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), a non-boston scientific left ventricular (lv) lead would not go all the way into the device header, and the set screw could not be tightened down. The physician was eventually able to get the lead in after lubricating the sealing rings, and tighten the set screw. To date, there have been no reported adverse patient effects related to this clinical observation.